Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the central regurgitation was most likely caused by the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the s3u trial, 2 years 8 months post tavr the patient presented with shortness of breath, fatigue, and moderate to severe central regurgitation. The next day the patient received another 23 mm sapien 3 valve inside the first valve (valve in valve). The physician team was uncertain of the etiology of the central leak, but it appeared there may have been structural deterioration or possibly endocarditis. The leaflets did not appear calcified.